Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was being used as an accessory device for the endovascular treatment of a type ia endoleak. It was reported that the reliant balloon burst while the physician was using an embolizing solution to treat the type ia endoleak. The type ia endoleak was observed after an evar procedure was carried out. The endoleak was treated with an aortic self expandable stent implantation at the level of the aneurysm neck. After the stent implantation, another manufacturers device was implanted to the aneurysm sac following injection of an embolizing solution into the aneurysm sac close to the neck. During injection the renal arteries and the lumen of aortic stent graft were protected against migration using the reliant balloon inflated in the upper part of stent graft body. As per the physician, this case was conducted in a different hospital from normal practice, with limited access to the tools normally used for these cases. The physician commented that the reliant balloon was used despite concerns with compatibility with dmso and "3-4" reliant balloons burst after exposure to the dmso during this case. The physician reported it was his first time using reliant balloons during this type of procedure. Per the physician the cause of the event was exposure to the dmso solvent. It was reported that despite the reliant balloons bursting after a few minutes of contact with the embolizing solution the endoleak was successfully treated with no adverse events. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary; the reported reliant balloon burst was confirmed; however, the cause of the burst could not be determined from the films provided. As per the physician, it is possible that the cause of the balloon burst was exposure to the dmso solvent. A device issue cannot be ruled out as a potential cause. However, the delivery system was discarded and product investigation could not be performed. If information is provided in the future, a supplemental report will be issued.